Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation catheter, was returned and was visually inspected. A vertical tear along the length of the anchor balloon was observed. No other apparent physical damage or imperfections were observed. Functional testing confirmed the vertical tear. The compression balloon filled, no leaks were observed, and the pressure was maintained. Further analysis revealed pitting on the catheter shaft beneath the distal anchor balloon weld collar. The anchoring balloon tear was a result of circulating water being fed into the anchoring balloon and over-expanding the balloon.

Event description:
It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, they received a low water pressure reading. They added water and tried to resume the case. It would start to work for 5 minutes and then display the error message again. They then swapped the catheter only and completed the case with no complications to the patient. The patient's condition was noted as "fine". The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of anchoring balloon tear. The MDR is base upon the evaluation results.